Event description:
The generator was received by the manufacturer for product analysis. The generator could not be interrogated "as received" by product analysis. Once the generator case was removed, with the battery still attached to the pcba (printed circuit board assembly), the generator was confirmed to be at end of service condition. During electrical testing the pcba performed according to functional specifications. The pulse generator was supplied with an external three volts and a hardware reset was performed to examine the current drain. There was no excessive current observed. No excessive current was observed when the generator was set to normal mode. Per product analysis, using the electrical test and current drain checks, the electrical performance of the generator concluded no anomalies. No further relevant information has been received to date.

Event description:
It was reported that the facility believed the generator to be depleting prematurely. The generator could not be interrogated by the facility. It was reported that the patient swipes the magnet a lot. It was reported that the patient was referred for generator replacement as their seizures had worsened. The internal data of the generator indicated that the first generator reboot / restart occurred on (B)(4) 2018. The patient's generator reached end of service threshold as of (B)(6) 2019 per the internal data of the generator. The battery voltage appeared to have depleted prematurely. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The representative indicated that the patient had no "out of the normal" events occur around the time of the reset (e.g. Medical procedure, exposure to heavy machinery, patient using / exposure to electronic equipment, etc.). No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
An addendum internal investigation was performed for the previously reported event. It was determined that dendritic growth was observed on the routed edge of the printed circuit board assembly inside a returned affected generator. It is believed that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The probable root cause is therefore considered to be related to the laser-routing process.

Event description:
Internal investigation was performed for the reported event and the cause for the event remains undetermined; however, it is suspected that the resets may be caused by a hardware failure that contributed to an intermittent loss of power. Since product analysis found that there was no communication and confirmed a hard reset, device failure will be concluded as the cause at this time. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator output current was disabled, output current programmed to 0 ma, and that the physician was unable to program the generator. The physician could not program the generator and therefore the output current could not be re-enabled. The generator battery was at 8-18% remaining when this event occurred. There was no known intentional reset of the patient's device to date. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No further relevant information has been received to date.